Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing and noise on the right atrial channel. Due to this inappropriate anti-tachy response episodes were recorded. Additionally, high and low within range pacing impedance measurements were observed on the right atrial lead. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing and noise on the right atrial channel. Due to this inappropriate anti-tachy response episodes were recorded. Additionally, high and low withing range pacing impedance measurements were observed on the right atrial lead. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information received reported that the patient implanted with this pacemaker was jolted awake while dozing off, but did not feel this sensation while awake. The reported sensation was reproducible in-clinic with ventricular pacing. Electrogram (egm) review revealed inappropriate atrial tachy response (atr) episodes due to continued farfield r-wave oversensing on the atrial channel. Review of device setting showed a normal brady lower rate limit (lrl) of 50 beats per minute (bpm) and a fallback lrl of 60 bpm. Technical services (ts) discussed that the inappropriate mode switching caused the patient to go to a higher rate, which likely explained the jolting sensation. Ts also discussed troubleshooting options and programming considerations. This pacemaker remains in service. No additional adverse patient effects were reported.